Event description:
The line fell out of pt post insertion. The catheter started to migrate so was removed. The cuff had fallen off catheter.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.